Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a patient never had therapeutic effect. ¿the whole system has been an absolute nightmare.¿ the patient stated that she didn¿t feel it was helping with her pain. The pain was in the patient¿s lower back. The patient stated the pump ¿may help a little when she has her boluses¿ but otherwise it really didn¿t help. The healthcare professional (hcp) ¿has raised it up¿ but it didn¿t seem to help. The patient stated her ¿pump started doing flaky things¿ about one month ago. The patient stated that pain has been worse since having issues with the personal therapy manager (ptm). The pump was used to infuse morphine (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.